Event description:
The conmed model 7550 argon beam coagulator (abc) was used during a colonoscopy procedure to repair bleeding in the bowel. Several attempts were made to coagulate the tissue without success. In addition, the video image on the sony lmd1950md display would become distorted then blackout with an error message. The error reads "no rgb connection". The video image returns to normal when the abc energy output is turned off at the foot switch. The colonoscopy procedure was completed using this same device in the bipolar mode. The video system worked fine during the use of bipolar. User facility's clinical engineering eval: visual inspection in 2008: an extension line was used between the probe and the 7550. The fitting that connects the extension line to the 7550 had a broken rubber o-ring.

Manufacturer narrative:
Conmed electrosurgery dispatched a sys 7550 tech to the user's facility to perform a complete eval. The suspect sys 7550 was found to function within all specs. The user facility asked if the conmed tech would troubleshoot the video sys. Conmed does not support the concomitant video sys. The user facility was using, therefore conmed is unable to fulfill the request to troubleshoot. Our tech advised the user facility to contact the video equipment's MFR (pentax and sony). Reference documents: conmed medwatch# 1720159-2008-00010.